Manufacturer narrative:
The investigation for the console (aic) controller alarm-yellow alarm has been completed. Data logs were reviewed and confirm that the yellow controller alarm was issued on the day of the complaint. The console was internally inspected and ribbon cables were found to be intact, suggesting no physical damage. Power supply was inspected and found to be within specification. The failure mode could not be replicated after recycling 200 times.the root cause for the "loss of communication with keypad or between the kbd and i2c for kbd hw revision 1" alarm could not be determined due to not being able to reproduce.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon start up, an aic (automated impella controller) displayed a yellow "controller error" message. The aic was swapped for the planned support. There was no harm to the patient.